Manufacturer narrative:
The device is available for evaluation; however, has not been received. D4: only di provided as lot number is unknown.

Event description:
An event involved a 102" (259 cm) appx 8.2 ml, pur standardbore/smallbore transfer set w/microclave clear, dual check valve, 1.2 micron filter, luer lock reported that lipid infusion set noted to be leaking proximal to the clave. There were patient involvement and no reported patient harm.

Manufacturer narrative:
Received one used device for evaluation on 1/13/2026. The reported complaint of a leak could be confirmed. The returned sample was tested and a leak was observed on the inline filter. The probable cause of the leak is from the temporary loss of hydrophobic properties during use. Lot history review could not be conducted because no lot number(s) was/were identified.